Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was implanted due to hydrocephalus in (B)(6) 2014. According to the report, the patient underwent an MRI and the pressure level was adjusted to 1.0 on (B)(6) 2017. Following the adjustment, the patient experienced neck discomfort. Reportedly, the patient requested to have the pressure level adjusted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.